Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the vessel sealer extend (vse) had inadequate sealing and the blade was exposed after putting the instrument back in. A different instrument was used to continue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and additional information was obtained. It was unknown if the instrument was inspected prior to use. The vse would not seal and was required to be removed and reinserted. It then indicated the blade was exposed. They worked for about ten minutes and then started to have issues. No errors occurred when the vse issue started. There was no audible signal (continuous tone) while the pedal was pressed. There was no fast audible tone indicating the seal cycle was completed. Tissue effect was observed in the first ten minutes. No tissue was cut that was not fully sealed. The target tissue was the mesentery and was not under tension. The target tissue was not exposed to radiation. The jaws did not come into contact with a clip, suture, staple, or other metal objects. The jaws were not immersed in liquid or contaminated by carbonized tissue.

Manufacturer narrative:
Based on the claim against the product by the customer noting the vessel sealer extend (vse) had inadequate sealing, an investigation was completed to determine the cause of this reported event. The vse was analyzed, and failure analysis investigations were able to replicate and confirm the reported issue. Failure analysis found the primary failure of low torque error to be related to the customer reported complaint. The vse instrument was found to have low torque failures based on log review and during in-house testing. A review of logs showed 2 low torque failures, error code 22024 indicating "grip torque is outside the expected range on usm4." The vse instrument was placed and driven on an in-house system. The vse instrument passed the recognition and engagement tests after a forced passing of the instrument for in-house testing. Upon visual inspection, there was no blade exposed outside of the blade garage and jaw ceramic dots were present. The knife slot measured at 0.027¿. The grip force test was performed and failed due to the sealing malfunction. An additional observation not reported by the site was also identified. The instrument was found to have a homing failure during initialization based on log review and during in-house testing. Logs showed one error code 22026 indicating "vessel sealer failed during homing on usm4." The vse instrument was placed on the system and failed the self-test on multiple attempts. The vse housing was removed and was found to have a loose grip cable, likely causing the self-test failures. As a result of the loose grip cable, the instrument's grips were unable to fully close, causing the instrument to fail initialization.